Manufacturer narrative:
Date of event: (B)(6). Expiration date: ni.

Event description:
A report was received that the patient's scs system had not been working. It was mentioned that there were other issues that the ipg did not cover. The patient will undergo an explant procedure.